Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy, which required hospitalization. The nature of the infection was not reported. Treatment and outcome are unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.